Event description:
Event description cpi received information that this ventak 1555 implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead system delivered an inappropriate shock. Low impedance was indicated on the sensing portion of the lead, and it was suspected that there was an insulation breach. The lead was capped and replaced. At the same time, the ICD was replaced due to possible premature battery depletion. The ICD and a portion of the lead were returned to cpi for analysis.